Manufacturer narrative:
Ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2020-(B)(6) 2021. Manufacturer telephone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to poor vision. There was no vitrectomy, incision enlargement, or sutures required. The surgery was completed successfully using a non-johnson & johnson replacement lens. And the patient is doing good post-operatively. No additional information was provided.

Manufacturer narrative:
Corrected data: upon further review on 8/3/2021, it was determined that hm-visual disturbance- dysphotopsia, 2140 was addressed inappropriately, therefore, this supplemental filing is to correct section h6 with blurry vision. The following section has been updated accordingly: section h6: health effect - clinical code 2137 - blurry vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 8/25/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.